Event description:
The patient is a young adult female who was brought in for early echocardiogram (echo) as part of increased surveillance plan. Cardiac history: interrupted aortic arch, conoventricular ventricle septal defect (vsd), bicuspid aortic valve status post mitroflow (19 mm) placement one and a half years ago (pediatric patient at the time of implantation) for aortic regurgitation and stenosis.gradient history: one week after implantation - gradient at level of valve 35 mm hg. One year after implantation - gradient at valve ~25 mm hg. One and a half years after implantation - gradient at level of valve ~80 mm hg, leaflets hard to see but appear to have minimal excursion; marked increase in mass: volume ratio compared to echo from six months ago, mild aortic regurgitation, normal left ventricular function.the patient is scheduled for removal of the device.manufacturer response for mitroflow bioprosthetic bovine aortic valve:thank you for sharing this information with us. Please be assured that sorin takes all quality issues or other concerns raised by health care providers and patients very seriously. I have confirmed with the sorin group quality assurance (qa) department that they have recently received two medwatch reports related to two of the recent explants you have brought to our attention. It is my understanding that the qa department also received a report last year that was closed after we were unable to obtain more information from your facility.given the new details recently provided, our qa department will be contacting the appropriate hospital staff to try to obtain further information on each of the cases to assist in our evaluation and analysis. It is vital that we determine as many facts as possible, including patient age and other health information, type of procedure, nature of the use of the valve, etc. To help us properly evaluate each complaint in accordance with sorin's quality assurance process and FDA guidelines. Can you tell me who should contact to assist in providing these details?thank you again for sharing this information and thank you in advance for your team's assistance with this process.regards.